Event description:
The catheter was placed via the left subclavian vein on 09/3/97 for tpn infusion. On 9/6/97, there was a subcutaneous leak in the tunnel between the catheter exit site and the venous entrance point. The catheter was removed and discarded. The extravasation was resolved using ice.